Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges that patient experienced pain, discomfort, and inflammation in thigh and groin. Patient also experienced a popping and snapping sensation in hip joint when walking or moving to and from a sitting position. Update rec'd - sales rep reported revision surgery for the left hip. Patient was revised to address infection. The information received does not change the MDR decision. The complaint was updated on: 8/18/14. Update ad 30 aug 2018: (B)(4) has been re-opened under (B)(4) due to the receipt of ppf and implant record. In addition to what were previously alleged, ppf alleges pseudotumor, metal wear, metallosis, and elevated metal ions. Added expiration date, dob, law firm, lawyer, surgeon and hospital. Doi: (B)(6) 2007 - dor: (B)(6) 2014 (left hip). This pc has a second revision, please see: (B)(4). Bilateral: (B)(4) (right hip).